Event description:
It was reported that upon review of a remote transmission, an episode of dual chamber tachycardia was misdiagnosed as supraventricualr tachycardia due to programming. Programming changes were made. The patient was fine before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.